Event description:
The customer reported that she noticed the needle never deploy the cannula into the infusion site and her blood glucose reached 380 mg/dl less than 3 hours after the pod was activated.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure or the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.